Manufacturer narrative:
No code available - slow flow. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4)

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesions were located in the mid and proximal left anterior descending artery (lad). The lesion in the mid lad was treated using four passes with the oad on low speed, and the lesion in the proximal lad was treated using two passes on low speed. Following treatment with the oad, a stent was placed and slow flow was observed. Balloon angioplasty was performed to restore flow. Imaging was performed and a perforation was noted, and the patient presented with mild chest pain. The perforation was resolved by the placement of embolization coils and the patient was stable following the procedure.